Event description:
Patient presented to their dentist with malalignment of their bite. Patient has presented to the dentist before for bruxism. The dentist referred the patient to a physical therapist specializing in temporomandibular joint (tmj) and mandibular movement for treatment.